Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a follow up at clinic, freeze captures indicated the detection of atrial signals following biventricular paces at varying intervals. No other electrical anomalies were reported, but a small amount of lead noise was observed. No patient symptoms were reported. The patient will continue to be monitored.